Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ebelt - connector latch does not secure with monitor) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was a bent pin in the trunk cable p502. The root cause for the bent pin was excessive force. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to securely latch to a monitor.